Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g4,g7,h2,h6,h10 a lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
Hospital reported 7mm extended length endoscope optics were blind.